Event description:
It was reported that there was high pacing impedance. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, implantable pacing lead, (B)(6) 2009; 5071-35, implantable pacing lead, (B)(6) 2009. (B)(4).